Manufacturer narrative:
H10: manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: a stent graft delivery system was returned. Based on the evaluation of the returned sample the reported deployment failure could be confirmed. The outer sheath was found to be elongated which indicated that high release force was present during the deployment attempt, which subsequently lead to the outer sheath fracture. A manufacturing related issue could not be identified. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' H10:the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified in d2 and g5.

Event description:
It was reported that during treatment for right iliac stenosis with thrombosis via right femoral artery approach, with calcified lesion approximately 8cm, the stent graft allegedly failed to deploy. Reportedly, force was needed to pull back the outer catheter and a fracture was identified. Furthermore, the system was retracted, and a new delivery system was used to completed the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified. Expiry date 04/2020).

Event description:
It was reported that during treatment for right iliac stenosis with thrombosis via right femoral artery approach, with calcified lesion approximately 8cm, the stent graft allegedly failed to deploy. Reportedly, force was needed to pull back the outer catheter and a fracture was identified. Furthermore, the system was retracted, and a new delivery system was used to completed the procedure. There was no reported patient injury.